Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized and discharge date was stated for (B)(6) 2018. Contact did not provide further information. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply.